Event description:
The user facility reported that after the completion of a left heart catheterization (lhc) via a 6fr sheath in the right common femoral artery (cfa), the angio-seal did not deploy and the device was removed and pressure was held. The estimated blood loss was less than 250cc. Additional information was received on 20feb2025: the angio-seal device did not deploy. There was no resistance due to calcium, tortuosity or spasm. The patient had underlying health conditions, specifically coronary artery disease (cad). There was an angiogram prior to the attempt which was acceptable for angio-seal use. The patient was stable.

Manufacturer narrative:
A3b: gender: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).